Event description:
It was reported by a customer in (B)(6) that, during patient use, an ht70 ventilator silicone cap for the temperature probe connector (not manufactured by covidien, external product) detached, and the patient's peripheral capillary oxygen saturation (spo2) declined transiently. The unit generated a leak alarm. The male patient was transferred to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The customer informed that the silicone cap for the temperature probe connector was discarded. The silicone cap for the temperature probe connector is not manufactured by covidien and is supplied by (B)(4). (B)(4).